Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade stem. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient was revised on a right hip due to disassociation of the head from the stem.

Manufacturer narrative:
An event regarding disassociation involving a v40 cobalt chrome head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. The event reported that the head disassociated as a result of wear to the stem. Additional information, including operative reports, progress notes, x-rays and return of the device are however needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Per further clarifications provided by the rep on 12/16/2014: it was indicated that during the revision surgery it was discovered that well fixed stem exhibited neck deformation that resulted from the disassociated head so the surgeon performed osteotomy to remove the stem. Stem and the head were replaced with competitors' product ((B)(4)), patient implanted with trident insert and dall miles cables were used to secure the stem.